Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device outer surface and one curved opening. A microscopic analysis and leak test were performed which identified two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated in the side posterior assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ¿grade 2 capsule [with] grade 3 capsule at the very base¿.device explanted.